Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarms with no delivery often and she believes it is an issue with the insulin pump. The patient's blood glucose at the time of incident is unknown. The mother was advised that no delivery alarms are normally infusion set issues. Troubleshooting did not occur as the customer believed the insulin pump had malfunctioned. The customer also stated that the insulin pump alarmed with no delivery yesterday but there was no record of that alarm in the alarm history. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.